Event description:
Surgeon was doing a cautery for a basic dissection (removal of a kidney). Tissue (the bowel) got stuck to the distal tip and allegedly burnt the pt. The surgeon was given a new insert and surgery proceeded without further incident.